Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) , female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for spinal pain. On (B)(6) 2015, the pump was implanted and the patient had issues right after implant. Someone put tape on the patient and she was allergic to tape. The healthcare provider (hcp) suspected a possible metal allergy. Durabond was also put on the patient, and she was allergic to adhesive. The patient took oral benadryl, but that did not help. The patient experienced an infection at the catheter and pump site. On (B)(6) 2015, the pump and catheter were removed. The pump was sent for culture. Five days into the culture, it had not grown bacteria. The patient was then put on a vacuum pump that was put on (B)(6) 2015. The incision split open and the patient was sicker than a dog. The patient went twice a week for wound care and a nurse came five days a week to change the dressings and clean the wound. A packed ribbon with medication on it was placed in the wound. The patient was on vancomycin in the hospital and was on levaquin at home. The patient had a huge hole on her back and one in the center of her back; she was going to have a nasty scar. The incision on the patient's hip had not healed. The incision from the catheter insertion had healed. Additional information has been requested regarding the results of the culture and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.